Event description:
A surgeon reported that a pt had an intraocular lens (iol) replaced due to symptoms of glare. The association between this event and the iol is not known. Additional information has been requested.

Event description:
The surgeon described the outcome of the lens replacement as good.